Manufacturer narrative:
Per the manufacture : the product was not returned to karl storz tuttlingen. It was reported that flames have occurred when using the unipolar high frequency cord. This issue normally occurs if the cable was used over its intended lifetime. Due to external influences / forces the electrical resistance increases and the cable become hot or burns. According to the IFU, the user has to check the condition of the cable before each use to avoid this issue. Based on the given facts we set the root cause to wearing. The product event more likely occurred due to over usage of the IFU recommendation of life is determined by wear and preparation methods.

Manufacturer narrative:
Product requested but will not be returned. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4). In addition an event that could be considered as similar to this one occurred in the timeframe of 02/09/2021 - 03-08/2023 could be found and could be considered and caused or contributed to a death or serious injury. The product event more likely occurred due to over usage of the IFU recommendation of life is determined by wear and preparation methods.

Event description:
It was reported that there was an event with a 26006m monopolar high frequency cord. According to the information received, during a turb procedure, there was an apparent breakage at the neck of headpiece that connects to bovie plugin, joint where handpiece connects to cable. Flames were seen coming from the monopolar bugby cord while in use. There was no harm to patient or to user.